Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced physical pain and suffering, permanent injury, infections, recurring prolapse, abdominal, vaginal and lower back pain and urinary problems. Furthermore, it was reported that the plaintiff died. The cause of death reported was breast cancer. Related to MFR # - 2183959-2016-00001, 2183959-2016-00003.